Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported "when nurse checked dressing one day after insertion the PICC was leaking at insertion site and on investigation a split was noticed. The patient had tpn running at the time." The user changed to a new set to resolve the issue. There was no patient harm or injury. The patient's current condition is reported as "fine".

Event description:
It was reported "when nurse checked dressing one day after insertion the PICC was leaking at insertion site and on investigation a split was noticed. The patient had tpn running at the time." The user changed to a new set to resolve the issue. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of a split in the catheter body was confirmed by the photo. The customer also returned one 3-l catheter for analysis. Signs of use were evident on the catheter body. Visual inspection revealed that the proximal section of the catheter extrusion appeared pinched, starting from the juncture hub and extending approximately 210 mm along the length of the extrusion. During functional testing, the catheter failed, with water visibly leaking from the body when flushed through the proximal lumen. Microscopic examination confirmed that the catheter body was pinched from 0 to 210 mm, while the section from 210 mm to the distal tip remained undamaged. The pinched section measured 0mm - 210mm from the juncture hub. The catheter body length measured 20.1181", which is within the specification limits of 19.952" - 20.202" per the catheter product drawing. The catheter body outer diameter at an undamaged section measured 0.0771", which is within the specification limits of 0.077" - 0.084" per the catheter extrusion product drawing. The catheter body outer diameter at the damaged section measured 0.0878", which is not within the specification limits of 0.077" - 0.084" per the catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit, which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." When flushing the proximal lumen, a leak was observed at the hole in the defected catheter extrusion. The remaining two extension lines flushed with no issue. The manufacturing facility was contacted regarding this complaint. It was clarified that the extrusion of this catheter is a purchased component. However, the specific process responsible for the observed defect in the catheter extrusion could not be determined. A device history record review was performed, and there was one potential finding. A non-conformance was initiated for 13c23f1304 in regard to "extension line/luer hub separation in use." The IFU provided with the kit informs the user, "retract and/or gently flush while advancing catheter if resistance is met". It also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a leak from the catheter was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed that a section of the catheter body was deformed and pinched. A leak was confirmed when flushing from the proximal extension line. Based on the customer report, the sample received, and the comments from manufacturing, the root cause for this event is likely manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.